Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 13 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that needle clogged during priming. Verbatim: consumer reported needle clog during priming, consumer does not re-use. Samples will be submitted for evaluation. Lot # 9148671. Product # 320122. Exp 05-31-2024. Incident date unknown. Occurrence unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that needle clogged during priming. Verbatim: consumer reported needle clog during priming, consumer does not re-use. Samples will be submitted for evaluation. Lot # 9148671. Product # 320122. Exp 05-31-2024. Incident date unknown. Occurrence unknown.